Event description:
Healthcare professional reported right side exchange with no complaint against the device. Physician later reported "grade iii capsular contracture" device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii capsular contracture". Device evaluation: the device related to the reported events capsular contracture was received on may 03, 2024 with lot number 2598084. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, particles, creases, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.